Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that there was a plunger error while attached to patient. The infusion was not started at the time. The syringe used was a covidien monoject 30ml there was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: medical device type, manufacturing location. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a plunger channel error was confirmed through a review of the logs and reproduced during laboratory testing. Laboratory test results performed on the reported suspect device confirmed the error code 353.6650 (syr_plunger_position_sensor_failed); a replacement of the linear position sensor was carried out however the error code persisted. The pca was unable to showed the software version, therefore the logic board was replaced. A calibration task was performed; the device successfully passed all tests as well as the preventive maintenance. Event log review showed on (B)(6) 2025, at 7:05 pm, the suspect pca module was attached to the concomitant pcu s/n: (B)(6) as channel b, a monoject 60 ml syringe was loaded into the pca with volume of 30.23 ml at 9:42 pm a prime infusion with rate of 200 ml/h and vtbi of 1 ml started. During the day approximately 6 dose requests were made and completed successfully until on (B)(6) 2025 at 2:38 am when the pca event log recorded a channel malfunction and the infusion stopped. There were no records of further infusions. Review of the pca error log showed the error code 353.6650 (syr_plunger_position_sensor_failed) was recorded twice on (B)(6) 2025 at 2:38 am and 9:48 am. Per channel error tip sheet, the bd alaris¿ modules run self-checking programs prior to and during operation. A channel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. To silence the alarm and continue unaffected channel operation, press the confirm soft key. Obtain a new module. Operation of the affected channel stops. It may be necessary to utilize the restore function on unaffected channels that may have been attached and reattached to the bd alaris¿ pc unit during the alarm state. Return the affected module to your facility¿s biomed department. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: device opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the root cause of the reported issue, in which the pca module experienced a plunger error, is being attributed to a defective logic board. As a result, the pca module was unable to perform any infusion or operate as intended. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that there was a plunger error while attached to patient. The infusion was not started at the time. The syringe used was a covidien monoject 30ml there was patient involvement but no harm.